Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6) due to eroded mesh with voiding dysfunction and recurrent stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urinary leakage, and malodorous vaginal discharge.

Event description:
It was reported that following insertion the patient experienced dyspareunia, urinary leakage, and malodorous vaginal discharge.

Manufacturer narrative:
(B)(4): it was reported that due to erosion and recurrence of stress urinary incontinence the patient underwent mesh removal/revision on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.